Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The evaluation confirmed the reported event as the pink colored distal end probe unit had a large cut. The ultrasound image had multiple broken elements. There were indentations and scratches on the ultrasound cord. There was loose tension with the control knob movement. The bending section cover was removed and multiple broken mesh strands were noted. The 160 series scope was not repaired as the customer opted to trade-in the scope. A review of the instrument history indicated the scope was purchased on (B)(6) 2010 with no pervious repair records. The investigation is ongoing, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the ultrasonic gastro-video scope's red probe cover was cut. No patient injury or harm was reported.